Event description:
Reportedly, the pump overinfuses - it runs too fast. One more than one occasion, it was set to deliver 20ml and was off by only a small amount. The pump has been used to infuse 20ml from the buritrol, which holds the amount to infused. The pump has been emptying the 20ml from the buritrol and delivering from the drip chamber. Air would get down to the pump and it would alarm. There has been no pt injury. There was no pt info available.

Manufacturer narrative:
The device evaluation results will be submitted when the evaluation is complete.